Event description:
It was reported the patient had a loss of therapeutic effect. The patient couldn't stop the leaking. The symptoms occurred following exposure to a theft detector or security gate at a store during that week. It could not be confirmed that it changed any settings. The patient had the device for two or three years and had 'never been able to get it to work.' It was stated that it was 'going out' due to not feeling the stimulation and the leakage not stopping. The device had been adjusted four times within the past year. The amplitude was stated to be 4.1 v at one point, as well as at 1.9 v at the physician's office. The patient felt stimulation at the office but when she got home she couldn't feel it anymore. The patient increased stimulation from 1.4 v to 2.1 v and began to feel it. The patient had difficulty operating the programmer due to its complexity. Approximately two weeks later it was reported that the patient was getting relief at night, but she still had issues with leaking. The patient increased stimulation from 2.1 v to 2.5 v and could feel stimulation and felt comfortable. The patient was going to monitor symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v524071, implanted: (B)(6) 2010, product type lead; product ID 3093-28, lot# v524071, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was further reported that the patient still has concerns but working with their physician and or company representative.